Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged as it was very close to the right ventricular lead. As a result, it was discussed running thresholds and lead diagnostics on both leads to verify capture in both leads. At this time, this ra lead remains in service, also, the dislodgment was not confirmed and it will be in continue monitoring. No adverse patient effects were reported.